Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The customer stated that the radiofrequency generator would not support two closurefast catheters. The patient received tumescent anesthesia and access was gained before the case was aborted. The case had to be aborted; patient will be rescheduled. Please reference MDR 2183870-2015-00242 and 2183870-2015-00243 for the closurefast catheters referenced in this complaint.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).